Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient underwent a revision on (B)(6) 2012 due to pain and elevated metal ion levels. Operative report further noted the presence of dark gray turbid fluid with debris, synovitis with metallosis staining, hypertrophic tissue consistent with a pseudotumor, metallosis debris with lysis, necrosis, a lytic lesion and a well fixed cup. The modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.